Event description:
It was reported that the pulse generator would not complete an autocapture threshold test. Attempts resulted in the message -magnet response is ongoing-, after which the test would cancel. It was noted that there was no magnetic equipment near the pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.